Event description:
It was reported while attempting to load a patient into the ambulance the medic crew allegedly had trouble raising the undercarriage of the cot. While attempting to raise the undercarriage, the patient shifted their weight unexpectedly and the cot allegedly tipped to the side. The patient alleged pain in the right knee area and was evaluated and treated at the hospital. No additional information has been provided regarding the alleged injury or required medical intervention. The cot was removed from service. An investigation has been initiated to evaluate the reported incident.

Manufacturer narrative:
The cot was returned to the manufacturer for an evaluation only. A visual and functional evaluation was conducted by quality and product personnel. The alleged malfunction of the undercarriage could not be duplicated and the cot was folding and functioning as intended. It was observed the spine of the cot had an inward bend to it; however, this did not affect the function of the cot and it could not be determined how the bend occurred. The cot was 5+ years old at the time of incident. It was determined there was no malfunction of the cot that directly attributed to the reported incident but rather the unexpected motion of the patient created a loss of control of the cot and allowed the cot to tip to the side. The complainant did not have any further information regarding the patient's alleged injury since the initial incident report.

Event description:
It was reported while attempting to load a patient into the ambulance the medic crew allegedly had trouble raising the undercarriage of the cot. While attempting to raise the undercarriage, the patient shifted their weight unexpectedly and the cot allegedly tipped to the side. The patient alleged pain in the right knee area and was evaluated and treated at the hospital. No additional information has been provided regarding the alleged injury or required medical intervention. The cot was removed from service. An investigation has been initiated to evaluate the reported incident.